Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: had issues with retraction, no pt/clinician harm, doe (B)(6) 2025 and unknown.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the samples submitted for evaluation. Your report of retraction issues, dull/blunt needle, and complications removing the needle cover could not be confirmed from the two 24ga insyte autoguard units that were provided for investigation. The needles were received fully retracted within the safety shield. The IV catheter and needle cover were not provided for investigation. The tip of each needle was acceptable per the visual standard. The safety mechanism was activated successfully and both needles fully retracted with no defects. A functional test of the needle cover could not be completed since the needle cover was not returned for investigation. No damage or defects were identified that would have contributed to the reported issues. A device history record review showed no non-conformances associated with this issue during the production of this batch.